Event description:
Doctor describes that several babies have had skin damage due to the identification bracelets. Dates of use: 1 year. Reason for use: bracelets are used to identify newborns after delivery.